Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump was received with normal operating currents and no blank display during testing. The insulin pump had no damage found on the lcd isolation tape and no failed battery. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call blank display and failed battery test on the insulin pump. Customer's blood glucose level was 134 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they woke up and realized the insulin pump was blank. Customer advised they replaced the battery and received failed battery test. Troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.